Event description:
Customer reported a time discrepancy with their insulin pump, which displayed the incorrect time by more than five minutes. Blood glucose levels were reported as high, but no specific value was given. Customer administered a correction injection using manual delivery of insulin and did not require third-party assistance. Technical support helped customer update the pump time and advised monitoring for future discrepancies. Customer was informed that an incorrect date would not affect insulin delivery but could impact data uploads and reports, and they acknowledged this information.